Event description:
The pt called lfs alleging that their one touch ultra meter would not power on. Senior medical affairs rep spoke with the pt in 03/04 to obtain additional info. The pt reported that they obtained at 309 mg/dl between 11:45 and 12:00 am in friday, 03/2004. They developed symptoms of frequent urination, thirst, and dry skin sometime around 4 am. They woke up at 7 am and attempted to test; however, the meter would not power on. They replaced the battery and attempted to test for approx 45 minutes with no success. They called lfs; however, before they were able to speak with a rep they decided to hang up and call their physician. They were instructed to inject 10 units of humalog and drive to the ER. Once they arrived at the ER, a result of hi was obtained from a finger stick and a 933 mg/dl on a calibrated lab test. They were treated with insulin intravenously. They were in dka and diagnosed with kidney infection. Pt is in stage 3 of kidney failure. They were released in march. Pt reported that they were recently placed on an insulin pump and had been having a hard time maintaining their blood glucose level. The customer service representative was unable to troubleshoot since the pt did not have quality control supplies and was out of test strips. However, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable due to the fact that the pt replaced the meter battery and the meter still did not power on. Although the meter malfunctioned, there is no informaiton to suggest that the meter malfunction caused or contributed to the serious injury, since the pt did receive a high reading at night, and was in the state of serious injury when the power issue happened.